Event description:
Customer reported while treating a patient with prostate cancer, the z coordinate of the isoloc target was entered incorrectly. The coordinate was suppose to be -9.2mm but was entered as +9.2 mm instead. Seven fractions (of approximately 35) of an imrt course were administered to the incorrect target, an offset of 1.84 cm in the longitudinal directional. The irradiated location was 1.84 cm inferior to the desired location. The clinic calculated the total dose given at this location and compared it with the original treatment plan. The concluded that the offset had no clinical significance.

Manufacturer narrative:
This instance of mistreatment resulted from user error. The clinic determined there was no clinical significance to the patient as a result of this error.